Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced loose drive support cap. The customer's blood glucose reading was 137 mg/dl. The customer stated that the drive support cap stuck out. The customer did not press the cap while connected. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with loose drive support disk, minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot and cracked reservoir tube lip.